Event description:
Additional information received indicated that the pacemaker exhibited loss of pacing.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt-p) upgrade procedure. During the procedure, the patient experienced dropped in the blood pressure. The physician connected to the temporary pacemaker. When the physician tried to remove the atrial lead from the initial pacemaker, the atrial lead failed to disconnect. The physician eventually removed the atrial lead from the pacemaker using the orthopedic pliers and reconnected it to the crt-p device. The patient was in stable condition.